Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
A physician reported that upon interrogation and device diagnostics, a low impedance was detected on a patient's demipulse generator. Per the physician, a system diagnostic test was performed and the results were less than 600 ohms. The patient's current settings were 2 ma/25 hz/250 microsec/30 sec/1.8 min. The patient was last seen in (B)(6) 2011 and diagnostic results were normal than with 2270 ohms measured. There was no known manipulation to the device. The physician performed diagnostics on the generator on a later date and then received within normal results with 3135 ohms measured. However, he re-ran the test to verify and the results show less than 600 ohms measured again. X-rays reportedly showed a lead break between the neck and left clavicle per the physician. The x-rays were sent to the manufacturer and the lead break was confirmed. A revision surgery in the future is likely, but has not occurred to date.